Event description:
A customer reported the unit of measure setting of their locked freestyle meter was able to be changed between mg/dl and mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. Follow up report will be filed if product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.